Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit was not functioning and the control and motor were defective on the small battery drive device. It was further determined that the device had no oscillation and only ran against ward. It was further determined that the coupling head was worn and defective, the engine had dropouts, and did not run back (reverse). It was further determined that the device failed pre-repair diagnostic tests for status of development, general condition, attachment coupling assessment, oscillation angle assessment, triggers and electric control unit (ecu) function, switching function, and the compatibility between colibri/sbd and colibri ii/sbd ii. It was noted in the service order ¿upgrading the charger¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.